Event description:
It was reported that during an abdominal hysterectomy, the "min" button stopped functioning and the generator reported instrument failure repeatedly. No patient consequence were reported.